Manufacturer narrative:
Retain sample testing pending.

Event description:
Healthcare professional reported problems with surevue hcg stat test. Negative urine screens for hcg were obtained; however, pregnancy was confirmed two days later with serum testing.